Event description:
Add'l info from MFR per operative notes of 10/23/98. The pt underwent a single stage repair of aortic atresia with two ventricles using two conduits. The valve and transverse arch were removed from the allograft (device #2) by the physician so the tissue could be used as a non-valved conduit. Once the allograft was pressurized after pt was taken off bypass, the non-valved conduit leaked from multiple locations. The pt required additional time on bypass to repair the leaks. Pt died from cumulative post operative complications.